Event description:
It was reported by the rep that the device was used during a colon resection. It was reported the device misfired during the case. A new device was opened to finish the procedure. There was no consequence to the pt.